Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that viavalve ivs had been leaking blood after insertion and before the tubing was connected. The event occurred during IV insertion. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Device evaluation: two devices and four photos were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint could not be confirmed or duplicated. The root cause was unable to be determined.